Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2006. According to the patient, sometime in 2008, she became sexually active and experienced dyspareunia. Additionally, at some point the patient was rushed to the emergency room (reason/s unknown) and was found to have a urinary tract infection and an abscess on her uterus. One month later, the patient underwent a hysterectomy. Reportedly, since then, the patient has had frequent urinary tract infections, constant pain with intercourse, pain in her lower back, buttock, leg, and groin, and episodic sharp, severe vaginal pain. She also experiences weakness in her legs, has had an incidence of complete loss of feeling in her right leg, uncomfortable loss of urine on one occasion, and constant difficulty urinating (specifics unknown). The patient was administered a spinal injection and underwent physical therapy for her back pain. She also has had multiple unspecified tests and procedures, although her obtryx mesh has reportedly not been examined, and was prescribed unspecified antibiotics and pain medication. Her activities of daily living (adls) have "depleted dramatically." All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2006. According to the patient, sometime in 2008, she became sexually active and experienced dyspareunia. Additionally, at some point the patient was rushed to the emergency room (reasons unknown) and was found to have a urinary tract infection and an abscess on her uterus. One month later, the patient underwent a hysterectomy. Reportedly, since then, the patient has had frequent urinary tract infections, constant pain with intercourse, pain in her lower back, buttock, leg, and groin, and episodic sharp, severe vaginal pain. She also experiences weakness in her legs, has had an incidence of complete loss of feeling in her right leg, uncomfortable loss of urine on one occasion, and constant difficulty urinating (specifics unknown). The patient was administered a spinal injection and underwent physical therapy for her back pain. She also has had multiple unspecified tests and procedures, although her obtryx mesh has reportedly not been examined, and was prescribed unspecified antibiotics and pain medication. Her activities of daily living (adls) have "depleted dramatically." All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the device expiration date was march 1, 2009; therefore, the device was not used past its expiry date.